Event description:
Event description guidant received information that approximately 6 months post implant, the physician was unable to determine left ventricular thresholds with this coronary sinus implantable lead due to dislodgement. The lead remains actively implanted. The physician will perform a follow up and take lead x-rays to determine the cause of the issue. Guidant received additional information that approximately 23 months later, this lead was explanted due to dislodgement. The lead has been returned for analysis. A new lead was successfully placed in the left ventricle.